Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. Review of log files revealed an increase in power consumption starting (B)(6) 2017 leading to parameters above normal operating range, and was followed by a decrease in power consumption to normal operating range on (B)(6) 2017. No alarms have been logged for the past 14 days leading up to (B)(6) 2017. Additionally, review of log files did not reveal any decreases in power consumption to parameters below normal operating range. As a result the reported "low flow" event was not confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the observed high power event can be attributed to external factors such as thrombus formation/ingestion. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with tea colored urine, low flows and low power. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.